Manufacturer narrative:
Patient's condition affected effectiveness of device (severe calcification), device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).

Event description:
An attempt was made to use a sailor plus pta balloon catheter to treat a severely calcified arteriovenous shunt on the forearm. The balloon ruptured during the 1st inflation at 5 atm. No portion of the balloon was left in the patient. The procedure was completed with a competitor's balloon catheter. No injury was caused to the patient. Evaluation summary: traces of liquid were found into the inflation line. The balloon was unfolded. No shaft kink or deformations were detected. The balloon was tested connecting a syringe filled with water and then inflated at the nominal pressure. A leakage was detected on the surface of the balloon. A microscope was used to perform the investigation and a small cut was detected in the middle of the balloon.

Manufacturer narrative:
Correction: due to inability to add complete lot #, re-submitting with complete lot #.